Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a recurring error alarm. Blood glucose level at the time of the incident was 187 mg/dl. Caller reported that the customer previously had a blood glucose level over 300 mg/dl, which was treated with a manual injection. The caller was advised that the insulin pump would be replaced or returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was unable to perform operating current test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to constant alarm. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.